Event description:
Boston scientific received information that this device delivered 10 shocks in one day which the patient believed was due to an anomaly. No other information could be obtained about the event, however it was not determined if the shocks were appropriate or inappropriate or if the multiple shocks resulted in therapy exhaustion. No adverse patient effects were reported.

Manufacturer narrative:
With current information the device remains in service. No further information is available. This report will be updated if more information becomes available.